Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed several zero force loss of prime warnings. The pump was primed successfully and exercised with no alarms occurring.